Manufacturer narrative:
No RMA has been initiated for this issue. Model 3g storm, serial number/date code is unknown. The owner's manual part number 1143151 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that oil is leaking from the gearbox. The dealer that he was working with and bought his chair from is no longer in business. He tried to work with (B)(4) to get the motor replaced and was quoted over (B)(4) and stated that he could not replace it. The consumer recently purchased a used motor and gearbox and has had no more oil leaks.

Event description:
Customer alleged the gear box had oil coming out of it. No injury alleged.